Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the ccd (charge-coupled device) cable shorted during user handling and the image flickering during angulation and the screen blacking out occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope picture can be shown, but the picture is noisy. The issue was observed during maintenance; therefore, no patient harm was associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. The device evaluation found that the image was flickering during angulation and the screen blacked out when using hot and cold water to test due to defective ccd unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.